Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The reported event did not impact the customer's blood glucose level. The customer changed the cartridge and the infusion set prior to troubleshooting with tandem's technical support.